Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, a visual inspection did not reveal any nonconformities. Initial inspection revealed that the device had a large tare value of -18359 (around -0.900 standard liters per minute (slpm)). As such, actual flow would be approximately one liter too high. However, when the device was properly tared, it was in tolerance on all points and all outputs and all the remote tare functions were within parameters. If the actual flow test had failed then this would have likely been caused by an erroneous tare, specifically tared while still under flow condition. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the flowmeter. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the flowmeter to a lab use only (luo) electronic patient gas system (epgs). The pst observed that the epgs was unable to calibrate when prompted as the 'oxygen (o2) analyzer ok' button was greyed out and unable to be selected. A luo flowmeter was installed and calibration was successful. It was determined that the flowmeter was defective.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the flowmeter failed accuracy testing at the service center. There was no patient involvement.